Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) was dislodged. Diagnostic imaging confirmed the lead dislodgment. The ra lead was explanted and replaced on (B)(6) 2025. The patient had no adverse consequences.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.